Event description:
It was reported that the surgeon was performing an anterior resection on a large female patient, who had previous surgery. The case was very difficult as the tumor was located low on the rectum. The device was used on the distal transection, and the surgeon closed the gun and fired it. The specimen came out of the abdomen. But when the surgeon checked the rectum, he found that there were no staples in the tissue and the rectum was not sealed. There were no loose staples found in the pelvis. And the distal end of the proximal rectum had not staples in it either. It appeared that the gun had cut the specimen, but no staples were in the gun to seal the tissue. The patient was not having an anastomosis. So the surgeon did not have to take major steps to resolve the issue. As the patient was not having an anastomosis, there was no adverse advent. Case was prolonged by 20 minutes.